Manufacturer narrative:
The impella cp was discarded by the user following patient use, so an evaluation of the device and event was unable to be performed. Abiomed will continue to make good faith attempts to retrieve data and information, and will submit a follow up report if they become available. (B)(4).

Event description:
The complainant reported that an 82 year old female patient presented to an outside facility with an st elevation myocardial infarction. The patient was transferred to the hospital and was taken to the cath lab for a percutaneous coronary intervention to be performed. While in the cath lab the patient became bradycardic requiring a temporary pacer to be placed. Because the patient was also hypotensive an intra-aortic balloon pump (iabp) was also placed. During the performance of the pci the patient went into a ventricular fibrillation (vfib) arrest which required defibrillation, CPR and increased pressor support. Following a return of spontaneous circulation (rosc) the physician removed the iabp and placed an impella cp. The pump was placed without difficulty. The pci was successfully completed with no impella cp alarms or issues occurring. The patient was then transferred to the ICU, with an arterial line placed for monitoring, along with a swan. An echo was performed to confirm correct pump placement, but it revealed that the impella cp was 1.5 cm from the inlet to the arteriovenous (av). Due to the patient's size the physician advanced the pump under echo. Movement was noted, but loss of motor current mc and reduced flows was observed. The physician then attempted to move the impella back but was met by abnormal resistance, and patient related constrictive pericarditis (cp) and jaw pain. The impella was advanced but at this point there was a loss of all motor current, placement signal and impella flow. At this point what looked like the pigtail on top of the impella catheter was seen on the echo. Resulting in chest x-rays being taken. Chest x-ray showed that the impella catheter was kinked. The junction of the inlet cage and catheter, with the pigtail was laying against the catheter. Multiple attempts to reposition the catheter failed. The patient was transferred to the cath lab, and it was decided to attempt to remove the impella through the opposite femoral site. The physician believed that the impella was caught in a papillary muscle or mitral apparatus. He gained access with a 16 fr. Sheath and snared the impella pigtail and cut the impella removing the pigtail first. The remaining portion of the impella was snared and pulled into the bifurcation of the iliacs. During this procedure the patient had multiple episodes of profound hypotension and upon further investigation it was found that the impella catheter had become entangles with the mitral valve and could not be freed. The patient was then taken to surgery. During surgery it was found that the catheter had become caught between two leaflets. There was no damage to the mitral valve identified. The impella was successfully removed from the patient. The patient survived the procedure.